Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off alert occurred. It was indicated that the operating system for the mart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.